Event description:
It was reported that three days post implant, rv lead pacing impedance showed a decrease. The pocket was opened and the lead tested normal with an analyzer. When reconnected to the ICD, dfts were ineffective. The lead was explanted and replaced. With a new lead, the same problem occurred. The physician replaced the ICD with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to all information provided by the reporting criteria going forward. Evaluation: the reported field event of low lead impedance was not confirmed. Analysis was normal and found that the lead performed within normal electrical characteristics. No anomaly was found.